Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead integrity alert was triggered, oversensing was noted while the patient was in ventricular tachycardia, and a successful shock was delivered to convert the patient into a normal sinus rhythm. The patient presented to the emergency room after the event. The lead remains in use. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.